Event description:
The user's hearing performance with the device is affected. The user's daughter reported a decline in hearing performance with the device since autumn 2022. However, it is suspected that the hearing benefit was not great prior to this event. Diagnostic imaging is considered. Further steps are currently unknown.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further steps will be discussed.

Event description:
The user's hearing performance with the device is affected. The user's daughter reported a decline in hearing performance with the device since autumn 2022. The user and the clinic will discuss the next steps.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.